Event description:
Procedure: segmentectomy of the right upper lobe of the lung. According to the reporter: the surgeon slowly fired the stapler across very thick lung issue to create a wedge and resect a tumor in the right upper lobe of the lung. After firing the device, it was noted that a piece of green material remained on the distal tip of the staple line. It was removed with a subsequent firing of the stapler with no remaining green pieces.

Manufacturer narrative:
(B) (4).